Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
There was no hemostasis valve in the insertion kit. The insertion kit was in the user carton with iab s/n r1505307. On 9/4/97, datascope was notified that no product would be returned. The iab was discarded by the facility. Event complications: unk - rpt'd 2/25/97. Pt current status: unk - rpt'd 2/25/97.